Manufacturer narrative:
The exact event and explant date were not available, therefore the date 01/01/2020 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection. A surgical procedure was performed to remove the device and several years later a new aus was implanted. There were no additional patient complications reported.